Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed iab disconnected alarm. The customer was advised to check the tubing and all other connections but the issue was not solved. The unit was swapped and the patient therapy continued with out any issues. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The device history record (DHR) for this iabp was reviewed and no non-conformances related to the reported event were noted.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that customers' biomed was able to reproduce the reported issue. The unit was tested and ran on simulator only. Subsequently, to resolved the issue, the biomed replaced the safety disk, the tidal volume disk and the 9 volt battery. The biomed completed all calibrations and safety checks and the iabp was back for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed iab disconnected alarm. The customer was advised to check the tubing and all other connections but the issue was not solved. The unit was swapped and the patient therapy continued with out any issues. There was no harm or injury to the patient and no adverse event was reported.